Manufacturer narrative:
Sorin group (B) (4) manufactures the brat processing set. (B) (4) distributes this set and is filing this report on behalf of sorin group (B) (4). During processing, the bowl exploded, causing blood to spill. Blood sprayed over the room, which could potentially contact personnel. This was a hepatitis c pt. Therefore, the device could not be returned for eval. Two un-used brat procedure sets from the same lot number as the reported problem, lot number 0909070019, were visually inspected. No defects were found. Blood was then processed through each set on four different brat machines, three cycles on each machine for a total of twelve cycles for each disposable. No problems were seen during the processing, the bowls did not explode. The customers observation could not be duplicated. The info regarding this incident has been shared with sorin group (B) (4). Any further eval will be included in a follow-up report.

Event description:
During processing, the autotransfusion bowl exploded, causing blood to spill. Blood sprayed over the room. Blood loss was 250 cc.